Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited whitish foreign material in air water tube and air water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus found foreign material in air water tube and air water cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remained in the device could not be determined. It was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. No physical damage was confirmed at the place where the foreign material remained. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 ¿preparation and inspection¿. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.